Event description:
Customer called to report high blood sugar reading of 404. After this reading, customer deactivated pod to avoid continuing high bg readings. Cannula noted a kink when she took pod off. Pod discarded.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.